Event description:
A malfunction on the pump was reported by a customer, but no notable events occurred prior to the issue, and there was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction code did not recur after the reset. The customer was informed that the pump could continue to be used and advised to report back if the issue reoccurred.